Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading, and customer¿s blood glucose reading showed ¿high¿ on meter without specific value provided. No additional information was received regarding the final impact to the customer¿s blood glucose level. Customer delivered correction bolus via pump, did not require third-party assistance, successfully removed and reloaded original cartridge, and resumed insulin therapy after cartridge alarm was resolved.